Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report a product complaint (pc) and adverse event, concerned a (B)(6) female patient of unknown ethnicity. Medical history included type I diabetes mellitus since 1998. Concomitant medications included insulin detemir for unknown indication. The patient received insulin lispro (rdna origin) injections (humalog) via a humapen memoir of unknown formulation subcutaneously for the treatment of type I diabetes mellitus. Dosage and frequency of use was not provided. On an unknown date while taking insulin lispro she experienced hypoglycaemia and due to which she was hospitalized. She had problems with humapen memoir there are stripes on the display and it is blinking ((B)(4) and lot number: unknown). Information regarding hospitalization including start and discharge dates, corrective treatment or diagnostic/laboratory test performed was not provided. Outcome of the event and status of insulin lispro therapy were not provided. The patient was the operator of the humapen memoir and her training status was unknown. The general model humapen memoir duration and the suspect humapen memoir duration of use was two years approximately (started in 2016). The action taken with the suspect humapen memoir was not reported and its return was not provided. The reporting consumer did not provide relatedness between the event and insulin lispro therapy and humapen memoir device. Edit 19sep2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report a product complaint (pc) and adverse event, concerned a 90-years-old female patient of unknown ethnicity. Medical history included type I diabetes mellitus since 1998.concomitant medications included insulin detemir for unknown indication. The patient received insulin lispro (rdna origin) injections (humalog) via a reusable humapen memoir of unknown formulation subcutaneously for the treatment of type I diabetes mellitus. Dosage and frequency of use was not provided. On an unknown date while taking insulin lispro she experienced hypoglycaemia and due to which she was hospitalized. She had problems with her humapen memoir there are stripes on the display and it is blinking (B)(4). And lot number: 1401c03). Information regarding hospitalization including start and discharge dates, corrective treatment or diagnostic/laboratory test performed was not provided. Outcome of the event and status of insulin lispro therapy were not provided. The patient was the operator of the humapen memoir and her training status was unknown. The general model humapen memoir duration and the suspect humapen memoir duration of use was two years approximately (started in 2016). The suspect device, which was manufactured in jan2014, was returned to on 25sep2018. The reporting consumer did not provide relatedness between the event and insulin lispro therapy and humapen memoir device. Edit 19sep2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 26sep2018: additional information received on 26sep2018 from global product complaint database. Changed the lot number from unknown to 1401c03 for (B)(4). Relating to the humapen memoir device. Corresponding fields and narrative updated accordingly. Update 16nov2018: additional information received on 16nov2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, improper use and storage from no to yes, malfunction from unknown to yes/no cirm, and device return status to returned to manufacturer. Added date of manufacturer, date returned to manufacturer for the device relating to (B)(4). Associated with lot 1401c03 of a humapen memoir pen. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 16nov2018 in the b.5. Field. No further follow-up is planned. Evaluation summary: a female patient reported that her humapen memoir device had lines on the display that were blinking. Investigation of the returned device (batch 1401c03, manufactured january 2014) found a non-flashing battery symbol in the display. The root cause was determined to be ingress by an unknown liquid that caused corrosion associated with the battery contacts, leading to premature battery expiration and a non-flashing battery symbol. Malfunction confirmed. A corrective action was implemented in q1 2012 beginning with batch 1109c01 to redesign the flexible circuit board to improve the protection, where possible, of electronic components against moisture ingress. The batch involved in this complaint was manufactured after this corrective action; however, the damage to this device occurred in an area that remains susceptible to moisture ingress regardless of redesign features. Additionally, the humapen memoir is no longer manufactured. As a result, no additional corrective action will be taken at this time. Improper use and storage - the type of liquid is unknown. Therefore, the malfunction cannot be attributed to improper use or storage.